Event description:
As reported by an optometrist on (B)(6) 2015, an end-user was being referred to an ophthalmologist for suspected microbial keratitis. Follow-up information received from the reporting optometrist on (B)(4) 2015 stated that the end-user was being seen by the treating ophthalmologist on a daily basis, and it was noted that her symptoms were improving at that time. Hourly ocular antibiotic eye drops were initially prescribed, with it being reported that the end-user was on an hourly ocular antibiotic ointment on that date. Follow-up information received from the reporting optometrist on (B)(4) 2015 stated that the end-user conveyed to them that she has ¿nearly fully recovered,¿ and was on the last few doses of antibiotics. She reported that the treating ophthalmologist advised her that she would make a full recovery. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product has not been returned for evaluation. An unknown lot trend-related investigation was performed and no trend could be identified. Lot information has since been received and an investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information from the patient was received on (B)(6) 2015. The patient stated that her symptoms have completely resolved after being on antibiotics for four weeks. She is in the process of reintroduction to contact lens wear (sowly course unspecified), and reports no pain or vision loss. The patient reports that the initial onset of the event caused her optometrist (the initial reporter) to refer her to an ophthalmologist, who diagnosed her with bacterial keratitis. Additional information has been requested but not yet received.

Event description:
Follow-up information received from the reporting optometrist on (B)(6) 2015 states that he is certain that the patient has made a full recovery, as the ophthalmologist in charge of the patient's care would have contacted him if there was still a problem. He reported that the treating physician/clinic was very happy with the patient¿s recovery.

Manufacturer narrative:
Unopened product from the same lot was returned and found to be within specification. An updated manufacturing investigation was performed for the complaint lot, as the lot number was previously reported as unknown. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.